Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigma procedure, after loading, the jaws of the device locked on tissue. The black sled was pulled back and the magazine opened. The surgeon was not able to squeezed the handle, it cracked. A new handle was used to complete the case. There was no patient injury.